Event description:
The tip of the screwdriver was broken off whil performing a posterior lumbar fusion. This happened on (B)(6) 2016. A second driver was on hand and used. There was no delay and no patient injury.

Manufacturer narrative:
The torque driver handle was found to be within specifications. The root cause of the driver breaking cannot be reliably determined. This is a follow-up MDR to 3005031160-2017-00111 submitted 02/01/2017. This follow-up report is intended to replace MDR 3005031160-2017-00112 submitted on 02/07/2016 which was incorrectly submitted as a follow-up report to 3005031160-2017-00111.

Manufacturer narrative:
A torque driver handle was also received and is in the process of being tested. This report will be updated with the results.

Event description:
The tip was broken off in surgery on (B)(6) 2016.